Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6004241 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 6004241 were previously tested in complaint (B)(4) on 21/aug/2024. Test results: visual test according to with work instruction (wi) version 41 & 4902301 ver 39 tests on reference samples, 10 samples out (B)(4) samples passed the test. Functional flow test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing, lot 6004241 was manufactured according to the wi version 108 in the line 9, on 17/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004241 and another complaint has been registered in database for the same lot 6004241 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 two infusion set cannula were bent and patient faces symptoms within 3 or more hours after insertion and infusion set is long for less than 24 hours. The blood glucose level was high. The patient went to emergency room and was hospitalized and also got issue related to diabetes, the patient went to emergency room only duration is 8 hours. The blood glucose level was reported at the time of incident is 580 mg/dl and ketones results found to be positive. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).